Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position error alarm could be verified due to an overwritten history file. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked battery tube threads.

Event description:
It was reported that the customer received 10 motor error alarms from his/her insulin pump within 30 days. The customer's blood glucose level was 102 mg/dl at the time of the report. The insulin pump was not exposed to a strong magnetic field. Troubleshooting was performed and the customer changed the reservoir and the infusion set. The customer was able to manually prime the insulin pump. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.